Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, a suture retrieval issue occurred. A non-abbott device was used and hemostasis was achieved in the lcfa. Arteriotomy closure of the right common femoral artery (rcfa) was achieved using a successful proglide device with a 10f sheath. Due to some tissue tract oozing post closure procedure a non-abbott device was used to achieve complete hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported oozing appears to be technique related. The treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: after the proglide device was deployed, hemostasis was achieved; however, there was only some tissue tract oozing with no arterial bleeding. A non-abbott device was used to stop the tissue transact oozing. No additional information was provided.